Event description:
It was reported that the air detector sensor was damaged. Alarmed air in line on 3 different sets. The event happened during testing and there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. Customer complaint of "air detector sensor" could be confirmed through visual inspection per performance verification tests (pvt) . Air detector sensor passed functional testing, however was found to have a large dent, which is probable cause of customer reported air in line alarms. Replaced air detector. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.